Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor aspiration and poor phaco power. There was no patient harm. Additional information is not expected.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported events. The system was then tested and met all product specifications. The customer stated that there ¿was not actually a complaint,¿ but that the doctor¿s settings needed to be adjusted as a change in preference by the surgeon. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).